Event description:
It was reported that the pump touch screen was unreadable due to pixel issue. Customer¿s blood glucose level. Was not impacted. The customer reverted to manual injection for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.